Event description:
The lay user/ patient contacted lfs on (B)(6) 2011 alleging inaccurate high readings on her one touch ultramini meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that the alleged high readings began on (B)(6) 2011 at around 5:00-5:30pm. The patient had obtained a result of 228 mg/dl and approximately 1 - 1.5 hours later developed symptoms of low blood sugar. Ems was contacted and around 8:00pm they tested her blood glucose on their meter and was told her blood glucose was too low and was treated with IV glucose. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen and readings prior to the 228 mg/dl. It would have also been helpful to know the reading she had obtained on the ems's meter. A quality control test was done and the test strips failed using the control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the high reading, she later developed symptoms and had to be treated by ems with IV glucose for a low blood glucose reading.

Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.